Event description:
It was reported that the device kept shutting off intermittently. No patient injury was reported.

Manufacturer narrative:
No information has been received to date. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 09-jun-2022 via email and attached to complaint object: this did not happen with a patient. They were just setting up the room.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition, no visible contamination. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated, the investigation found depleted battery due to normal wear. For corrective action the battery was replaced. The root cause of reported problem was traced to normal wear consistent with use. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 06-dec-2018; d4: model number: 3500.